Manufacturer narrative:
Conclusions: the pt burn was caused by skin-skin contact. Skin-skin burns are a known cause for rf burns during an MRI scan. The best way to prevent skin-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolation material between the skins. These kinds of incidents can be prevented by separating bare skin parts of the pt by wedges or cushions. The instructions for use already contains extensive warnings. Note: the indicated importer has rec'd FDA exemption number to submit one FDA form 3500a to satisfy both the importer and MFR for the same event.